Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the suffered cardiopulmonary arrest during the procedure. This occurred when the surgeon was applying traction while working on the vagal nerve near the recurrent laryngeal nerve. The patient was resuscitated and the procedure continued. The device was used until the end of the procedure. The patient's current status is fine.